Manufacturer narrative:
Additional information was received from the representative that oversaw the case, the doctor's opinion was the failure occurred because of movement allowed by the pseudo arthrosis segment. As per the risk coordinator, the screw was given to the patient. No evaluation could be performed on the product.

Event description:
An issys screw (cat 016550, lot 104823, size 6.5mm x 50mm ) was found broken in l5 during a pre-op visit. The patient had previous spinal fusion surgery of l2-l5 in 2006 and reported reoccurrence of back pain in 2008. The doctor discovered l4-l5 did not heal (pseudo arthrosis) and opted to revise the l4-l5 (date: 2008).